Event description:
Patient developed delayed symptoms after bovine collagen injections. Patient was skin tested with no reaction reported by the pt. Ten days after initial treatment to periorbital lines and vertical lip lines the pt experienced itching, erythema and induration at those injection sites. The skin test site reacted in like fashion at the same time. The patient admitted to the practitioner that the skin test site had turned red and hard during the test period prior to treatment, but patient failed to report this. Hypersensitivity to bovine collagen was diagnosed and patient was given topical and oral prednisone as treatment.